Event description:
Swelling of her leg [oedema peripheral]. Pain knee [arthralgia]. Fever [pyrexia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), via a company rep. Medical history included knee arthritis, varicose veins in the leg, and previous use with synvisc on an unk date in (B)(6) 2010 in her knee. The pt was administered the first of the synvisc series on an unk date in (B)(6) 2010 in her other knee. The day of the second injection, she performed many activities as she did not know she should rest. One day after the second injection, she experienced leg swelling, fever, and pain in her knee. The orthopedic surgeon injected her knee with cortisone to alleviate the pain and swelling; however, two months later, the events had not resolved. The pt recently received her influenza shot, which probably contained bird protein, without any ill effects. The synvisc lot number was unk. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by this report.